Event description:
It was reported that the customer was unable to fill the the reservoir and remove the plunger rod. Customer's blood glucose level at the time 131mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.